Event description:
It was reported the customer received a failed battery test on their insulin pump. The customer's blood glucose was 576 mg/dl. Customer did not treat for their blood glucose at the time of the call. Troubleshooting found the customer's battery compartment was not damaged or corroded. It was found the customer did not receive a failed battery test alarm after troubleshooting occurred. Customer was advised to monitor their insulin pump. Customer also reported receiving a no delivery alarm that was resolved in the past. The customer did not want to return their supplies for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).